Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded an elevated wbc and no organism growth, based on the reported information, the cause of the patient¿s peritonitis cannot be determined, however, peritonitis is a well-known complication in pd patients which can be associated with various potential etiologies. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm. During the call, the pdrn stated that the patient had peritonitis. The patient reported having constipation and uses heparin (likely for fibrin) which is known to contribute to drain complications during pd treatments with the cycler. The cycler did not warrant replacement during the call. During follow up, the pd nurse reported the patient was able to complete the pd treatment on (B)(6) 2020 without any adverse effects and the fibrin issue resolved. Additionally, the nurse reported that on (B)(6) 2020 the patient had a pd culture obtained which yielded no organism growth and an elevated white blood cell (wbc) of 190. Reportedly, the patient was treated with ceftazidime 2 gram intra-peritoneal (ip) and vancomycin 2 grams on an outpatient basis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device/ product in relation to the peritonitis event. The nurse stated the cause of the peritonitis was unknown. However, the nurse adamantly reported it was not related to fresenius products. The patient is reportedly recovering from the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.